Event description:
It was reported that the tip was fractured. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use in the front segment of left anterior descending branch. During the procedure, it was noted that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone number: (B)(6). Device analysis results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information available. This conclusion code is based on the available information and the review conducted. It was reported that during the procedure, it was noted that the tip of the device was fractured. Gfe requested clarification on the event; however, no response has been received to date. As a result, it is not possible to determine how or why the event occurred. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.